Manufacturer narrative:
Cartridge lot # - m018431. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's continuous glucose monitor (cgm) read the blood glucose (bg) level as 48 mg/dl and the bg meter read it as 114 mg/dl. Juice was consumed to address the low bg. The customer did not know the cause of the low bg. The customer knew the cgm reading may possibly be incorrect and the customer did not feel as if the bg level was low. The customer has not experienced this type of event since the occurrence of this one.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Alarm 2 (occlusion detected) activated and cleared twice within two minutes. Both occlusion alarms terminated bolus requests, but more than half of the insulin requested was delivered. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence was completed on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.